Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test in 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Remapping did not alleviate the issue.patient was explanted at about six weeks later, and the patient was reimplanted with a new device during the same surgery.